Manufacturer narrative:
(B)(4). Approximate age of device ¿ 4 months. (B)(4). The pump was not explanted. No further information was provided. A supplemental report will be submitted when the manufacturer''s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient was admitted on (B)(6) 2016 with complaints of left upper extremity weakness and vertigo with mild nausea. The patient also had clinical signs of vertical nystagmus and vision change with ataxia. Upon admission, elevated pump power and flow estimations were noted and log files were submitted for evaluation. The patient¿s inr at admission was 1.09. It was reported that the patient had a history of noncompliance. The manufacturer¿s technical services representative reviewed the submitted log file and observed transient power elevations greater than 10 watts in addition to a pump stoppage that occurred on (B)(6) 2016 when the patient switched from battery power to the power module. On (B)(6) 2016, a CT of the head was negative. On (B)(6) 2016, the patient had worsening heart failure symptoms, including shortness of breath. On (B)(6) 2016 the patient had a lactate dehydrogenase level of 1085 u/l that increased to 4377 u/l on (B)(6) 2016. At this time the physicians discussed with the patient a need for a pump exchange; however, the patient reportedly was not ready to pursue this option so they planned to anti-coagulate the patient and send them to hospice care. Signs of pump thrombus worsened, which included hemolysis noted with cola-colored urine. Additional discussions were had with the patient regarding a pump exchange and the patient ultimately refused explaining that they were ready to pass away. On (B)(6) 2016 the patient expired after care was withdrawn due to worsening heart failure and pump function.

Manufacturer narrative:
Additional information: the report of pump stoppage event, pump power elevation, and no external power alarm was confirmed based on the evaluation of the submitted log file; however, a root cause for these events could not be conclusively determined. Furthermore, a correlation between the device and the reported hemolysis and suspected thrombus could not be conclusively determined. The patient did not undergo an autopsy and the patient¿s pump was not explanted. The instructions for use lists thrombus and hemolysis as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing its file on this event.

Event description:
Additional information: information from received from the clinical representative on 05/19/2016, stating that the did not undergo an autopsy and the pump was not explanted. No other equipment will be returned for evaluation.